Event description:
During a monthly check, it was reported that the device would not provide audio prompts. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and found that it would not power on. The cause for the observed malfunction was determined to be a button that dislodged from the latch assembly. The device would not provide audio prompts when it is not powering on. A replacement device was provided to the customer.